Event description:
A customer reported the test doesn't start after sample is applied and as a result, they sustained an injury stating "that every finger is bleeding from testing." The customer refused to complete the medical survey, hence no additional information with regards to the medical event is available. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.